Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that she experienced elevated blood glucose due to insulin leakage from the infusion sets. This occurred consistently during the months of (B)(6) 2011. Infusion headsets were inserted by hand, and there was no difficulty with the insertion process. Blood glucose elevated above 500 mg/dl, and target blood glucose is 100-150 mg/dl. Infusion set was changed every 3 days, and blood glucose elevated within the first 2 days of use. Insulin leaked at her infusion sites, and patient was unable to tell if the infusion cannulas were kinked. Alleged infusion sets were not available to return for evaluation. Several attempts were made to follow-up with patient, and these were unsuccessful. The patient did not require treatment from a health care professional or second party to address the issue.